Event description:
It was reported to nuvectra that the patient experienced impedance issues. An x-ray was performed and exhibited the lead had separated into two pieces. Further programming was performed with success. There are no plans to remove the broken lead as the patient is receiving coverage.